Event description:
Following cardiac catheterization while withdrawing the guidewire, it uncoiled and a 2 cm. Tip of the guidewire remained in the femoral artery. Detached tip of guidewire was removed.